Event description:
Trilock sz 4 high-offset stem would not seat at level of the broach (was 8mm proud). Rebroached, but would still not seat. Dropped down to a sz 3 high-offset, had to change head offset from a -2 to a +5 36mm mom to create equal leg length. This resulted in a surgical delay of 45 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Tri-lock sz 4 high-offset stem would not seat at level of the broach (was 8mm proud). Re-broached, but would still not seat. Dropped down to a sz 3 high-offset, had to change head offset from a -2 to a +5 36mm mom to create equal leg length. This resulted in a surgical delay of 45 minutes. (Right hip). Examination of the returned device is unable to determine a root cause for the problems reported by the user. Related dimensional inspection was performed by a depuy quality engineer. All related dimensions were found to meet the specifications required by the drawing. The DHR was reviewed and no anomalies or deviations were found. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.